Event description:
Information was received indicating that the cadd legacy plus pump was alarming. There was no patient involved.

Manufacturer narrative:
Other, other text: h10: h10 device evaluation: one cadd legacy pump was returned for investigation in used condition. The event history log (ehl) could not be downloaded. The customer reported product problem (pump alarming) was observed immediately upon power up. The pump was alarming with a blank screen. The alarm was attributed to a circuit board that had malfunctioned. The source of the malfunction was not determined. A root cause was not established. The faulty circuit board was replaced.